Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A dvd of the surgery was received and evaluated by the clinical analyst, who states: the customer reported posterior capsule (pc) rupture, patient vision lost. No questionnaires were returned from the customer. However, the customer sent in a dvd for review of the reported event. Two patients were noted to have had a pc tear occur. This is the review for the first patient noted. Two clear cornea incisions were made. A cortical cataract was seen through the dilated pupil. A manual capsulorhexis was completed and phacoemulsification followed. The posterior capsule (pc) tear occurred approximately at the three minute marker, where during the last piece of material extraction, the surgeon appeared to have scored the posterior capsule. This was at the end of phacoemulsification. Minimal trampolining effects were seen. There was minimal vitreous loss. The vitrectomy immediately followed and a foldable intraocular lens (iol) was implanted into the sulcus. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause of the reported event can be attributed to the surgeon scoring the posterior capsule leading to a posterior capsule rupture. (B)(4)

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant surgery, the patient experienced a posterior capsule rupture. The rupture occurred while "cutting the core." The patient is reported to have "lost vision." Additional information has been requested, but none has been received to date.